Event description:
It was reported to boston scientific corporation that the patient was implanted with an obtryx curved sling system along with a ams miniarc (date of implantation unknown). According to the complainant, post-implantation, the patient experienced unknown injuries (specifics and date/s of onset unknown). All other information, including the patient's current condition, is unknown and reportedly unavailable.